Event description:
**There was no disconnection, no harm to patient**. Medtronic voluntary recall due to the possibility of the tube disconnecting from stop cock. At the time the intensive care unit manager was notified of the recall, there was one patient in intensive care unit with device in place. The device was secured to avoid disconnection and was functioning properly.